Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting and an unclear failure definition in the in process inspection. This temperature has now been adjusted and the in process inspection method optimised for carrier peeling. In addition, the work instruction has been updated to define the simulated carrier peeling inspection method, inspection quantity and optimal temperature setting. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was hard to remove the carrier from the film. When the carrier was removed, the film dressing got peeled off from the skin. Plural products in the carton were affected. The treatment were continued with the defective products by peeling the carrier with hands. No patient harm or delay. As the request by (B)(6), the samples will not be returned.